Event description:
It was reported that the during unspecified procedure the subject device had camera shut off during procedure and connection error prompt. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test and cut in focus switch button. Based on the results of the investigation, the most probable cause of the complaint is connection error prompt found error code e216 after one hour of burning and image lost due to faulty video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the during procedure the subject device had camera shut off during procedure and connection error prompt. There were no reports of patient harm.